Event description:
The customer reported via phone call indicating that the insulin pump had audio beep anomaly. Customer's blood glucose was 500 mg/dl. The customer was treated for high blood glucose with an injection. The customer stated she was sleeping when the tone started on the device. The customer stated that there is no alarm before tone. The customer was advised to remove battery for five minutes and insert a new battery. Customer stated that constant tone did not disappear. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 500 mg/dl. The customer was treated with a needle of insulin. The customer stated she received a constant tone, tried to clear and button are not responding. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.